Event description:
It was reported that a physician in-training, attempted arteriotomy closure using the perclose proglide device after an interventional procedure. Force had to be applied to aide in removing the device. It was noticed that the perclose proglide sheath had pulled away from the distal guide. The perclose proglide sheath was removed by inserting an 11fr sheath at the closure site, and snaring the sheath. An attempt was made to achieve vessel closure with an angioseal, but failed to achieve hemostasis. Reportedly, hemostasis was achieved with manual compression. There were no patient effects. No additional info was available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No mfg defects could be detected because the device is unavailable.